Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that, based on the available information, the likely cause of the event was the non-olympus equipment used in combination with the subject device.

Manufacturer narrative:
Olympus technical support provided troubleshooting assistance via the phone in order to assist the reporter in finding a possible cause and to resolve the reported problem. After extensive troubleshooting to isolate the source of the problem, technical support determined that the olympus equipment functioned as intended and that the problem was caused by the non-olympus equipment; it was recommended that the user facility contact the manufacturer of the non-olympus equipment for further assistance.

Event description:
A user facility reported to olympus that during a patient procedure, the physician was using a monopolar snare with a non-olympus electrosurgical unit and when the hf was activated to treat the patient's gastrointestinal bleeding, the image from the olympus, cv-180, evis exera ii video system center was lost on both non-olympus monitors. There was no patient injury or harm, associated with the problem, reported to olympus.